Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging), cap and inflation valve from a silicone foley catheter. The remainder of the catheter was not returned. Visual inspection of the sample noted no obvious visible defects. The black valve component was correctly inserted into the inflation valve. A syringe was inserted into the inflation valve and functioned normally without issues. Because the inflation valve was returned separate from the catheter, it cannot be determined if the device met specifications or exhibited the alleged failure when connected to the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that the inflation valve was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the inflation valve was broken.